Event description:
The customer reported that the system would not produce an image on the right monitor. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the interconnect cable and the ccd camera assembly. The system was tested and found to be working as intended and put back in service.